Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp-2/acs was implanted. As per the op notes: ¿decompression laminectomy on the left side was carried out at this point at l5-s1. The ligamentum flavum was taken down. The large protruded disk in this location was excised after an annulotomy and curetting, it out. Paddles were now inserted. The space was gradually enlarged and distracted to a size 9. Bone graft was now packed into the intervertebral disk space between l5 and s1 followed by additional rhbmp-2/acs bone protein. A #9 cage was now inserted and driven home. The pedicle screws were now connected by 40 mm rods on either side, and compression was carried out tightening the proximal screws.¿ the patient tolerated the procedure well without any intraoperative complications.